Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 1.8, lab: 2.9. Time between testing was reported as a couple of minutes. Pt's therapeutic range is 2.5 - 3.5.